Event description:
Boston scientific received information that this pacemaker exhibited inconsistent longevity remaining estimates. The device had been implanted for five years. The gas gauge indicated approximately three years remaining, the text next to the gas gauge indicated two years remaining, while the magnet rate was 90 ppm. The clinician was frustrated with the inconsistencies. The patient and device will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Analysis of the data in the device memory confirms the device had not reached elective replacement time (ert) prior to explant. The last programming time stamp was recorded as (B)(6) 2014. A manual lead impedance test was performed on (B)(6) 2014, just prior to explant. The device was returned for analysis approximately four years post-explant. The device battery upon receipt was too depleted for automated testing. Based on the data in the device memory, it was determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. No further analysis could be performed due to the depleted state of the battery.